Manufacturer narrative:
The initial report indicated the sample is available for evaluation. If additional information/sample evaluation becomes available a follow up report will be submitted.

Event description:
Baxter reported a split in the cassette that was identified before use. The sample will be returned for evaluation. No patient injuries were reported.